Event description:
The customer alleged that she performed a control test using her contour usb system and received a result of 308 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. While customer service was trying to gather the product info, the customer disconnected the call. Several attempts were made to call the customer back, but customer svc was unable to speak to her. It does not appear that any product will be returned at this time.